Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk, bi-ventricular defibrillator, (B)(6) 2009; 5076-52, implantable pacing lead; 6949-65, implantable tachy lead. (B)(4).

Event description:
It was reported that during a routine office visit inhibit test, there was double counting of the r-wave every 3rd to 5th beat. In the past the left ventricular lead was swapped in the header with the right ventricular pace sense conductor. Additionally, sensing had been programmed to integrated bi-polar. Sensing was reprogrammed to bi-polar and the double counting was not seen. The lead remains in use. No patient complications have been reported as a result of this event.